Event description:
Sales representatives (not employed by acumed) said that they had a few flexor tendon ruptures with the volar distal radius acu-loc 1 plates.

Manufacturer narrative:
This report (MDR # 3025141-2012-00045) and MDR # 3025141-2012-00044 were initially reported to acumed product management (B)(4) 2012, however, acumed quality assurance (designee for complaint handling) was not aware of these events until (B)(4) 2012.